Event description:
It was reported that the port was implanted in 1999 with the catheter placed in the right subclavian. On 10/13/1999, the catheter was noticed to have detached from the port. The catheter was removed using a loop snare and the port was explanted in 1999. There were no further complications.